Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the meter alarmed for an error during a bolus delivery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/16/2014-product analysis:the meter has been returned and evaluated by product analysis on 05/06/2014 with the following findings:the meter powered on with the related error code. The error code was unable to be cleared and prevented pairing with a test pump to complete testing.